Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation that he smelled something burning when he has his mask on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that the water tank lid, water tank seal, and water tank had a dust like contaminate and showed evidence of liquid spots with potential mineral deposits to them. The water tank showed evidence that the tank was possibly overfilled, likely on multiple occasions, due to the potential mineral deposits along the top of the water tank, just below the rim of the top of the tank, and well above the "maximum fill" line. A paperlike substance was observed inside the water tank lid. Small cracks were observed around the water tank pan on the exterior of the water tank. Pil technician used a paper towel and filled the water tank with water to test the water tank for leaking. The water tank was placed on the paper towel for 1 hour with no leaking. The top and bottom enclosures had a dust like contaminate, hairlike fibers, and evidence of liquid spots with potential mineral deposits. An unknown brownish substance was observed inside the bottom enclosure. A dust like contaminate on the ui (user interface) bezel, inlet/outlet seal, center enclosure, iso port (international organization for standardization), pca (printed circuit assembly), blower box cap, blower box, blower motor, and the heater plate. The iso port and heater plate also had evidence of liquid spots with potential mineral deposits. The power supply and power cord were not returned with the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing smelled something burning when he has his mask on. This notification was opened for review for information received that a smelled something burning when he has his mask on. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.